Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. No unexpected pump error alarms noted during testing however, the formatted history file confirmed pump error alarm (line number 0 file number 0) due to light moisture damage to pcb1 board. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that the insulin pump was able to clear the alarm. Customer stated that the insulin pump was able to rewind. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.